Event description:
A report was received that the patient will undergo an explant due to pain. The patient indicated that he had lost weight (non-device related) and was experiencing pain. The physician will explant the device.

Event description:
A report was received that the patient will undergo an explant due to pain. The patient indicated that he had lost weight (non-device related) and was experiencing pain. The physician will explant the device.

Manufacturer narrative:
Additional information was received that the patient was explanted and is reportedly doing well. Explanted ipg will not be returned to bsn as it was discarded by medical facility. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.